Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: two needleless connectors were connected to each line of the y. They were both connected to medications but only one side was running at the time. Somehow found that the medication seemed to have gone from one side to another and leaked out.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: two needleless connectors were connected to each line of the y. They were both connected to medications but only one side was running at the time. Somehow found that the medication seemed to have gone from one side to another and leaked out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-sep-2022 , h6: investigation summary one sample (mp9238-c) and one bd sodium syringe were returned by the customer. It was reported that "two needleless connectors were connected to each line of the y. They were both connected to medications but only one side was running at the time. Somehow found that the medication seemed to have gone from one side to another and leaked out¿. The returned sample was examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using two bd primary sets. The distal ends of each bd primary set were connected to each maxplus connector of the bifuse. The sets were primed successfully. Infusions were completed using the bd alaris pump (dchu-0010) and pump modules (dchu-0013, dchu-0014) at 125 ml/hr with a vtbi of 125 ml. Fluid was flowing normally. No back flow was observed, and no leakages were observed. Separate infusions were then completed in just one primary set at a time with the maxplus and other primary set still connected. Fluid was still flowing normally with no back flow or leakages being observed. No fluid was observed going into the other side. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review could not be performed on model mp9238-c because a lot number is unknown.

Manufacturer narrative:
The following fields were corrected due to additional information: b5: describe event or problem: it was reported that the bd 8.5-in standardbore bi-fuse ext set experienced occlusion. The following information was provided by the initial reporter: two needleless connectors were connected to each line of the y. They were both connected to medications but only one side was running at the time. Somehow found that the medication seemed to have gone from one side to another and leaked out. D1: medical device brand name: bd 8.5-in standardbore bi-fuse ext set d4: UDI # (B)(4). D4: catalog # mp9238-c. G.5. PMA / 510(k)#: k132413.

Event description:
It was reported that the bd 8.5-in standardbore bi-fuse ext set experienced leakage. The following information was provided by the initial reporter: two needleless connectors were connected to each line of the y. They were both connected to medications but only one side was running at the time. Somehow found that the medication seemed to have gone from one side to another and leaked out.